Event description:
It was reported that the syringe module does not correctly identify the syringe size and type when using a stopcock at the end of the syringe. The user reports manipulating the syringe in the syringe module to get the correct syringe size and type to proceed with the infusion. Furthermore, the customer stated that the problem seems to come from how the syringe and stopcock are situated in the syringe pump. The stopcock sometimes interferes with the way the syringe sits in the module. The customer added that if the clinician adjusts the syringe and stopcock, the pump will recognize the syringe. Although requested, additional information was not provided. There was patient involvement but impact was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module does not correctly identify the syringe size and type when using a stopcock at the end of the syringe. The user reports manipulating the syringe in the syringe module to get the correct syringe size and type to proceed with the infusion. Furthermore, the customer stated that the problem seems to come from how the syringe and stopcock are situated in the syringe pump. The stopcock sometimes interferes with the way the syringe sits in the module. The customer added that if the clinician adjusts the syringe and stopcock, the pump will recognize the syringe. Although requested, additional information was not provided. There was patient involvement but impact was unknown.